Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and a performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported of sensor anomaly and lost sensor alarm. The customer's blood glucose level was 5.3 mmol/l at the time of the incident. The customer stated that the pump did not communicate with the transmitter and is no longer receiving data. The customer reported the sensor to appear retracted. The product was returned for analysis.